Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation. Medtronoic personnel analyzed the exams and reported the computed tomography (CT) scan had spacing of 1 anf thickness of 3. The one of the imaging system scan was not merged well and the other scans were merged appropriately.

Event description:
A site representative reported that during electrode and probe placement deep brain stimulation (dbs) case, everything was set up, plan was created and a burr hole was made. When the micro-electrode were inserted, representative suspected an inaccuracy of 2 millimeters from the intended point. When a imaging spin was performed, it was confirmed that one if the electrodes was at the intended point where the site could place the lead successfully. The procedure was completed with the use of navigation. There was no delay to procedure. No impact on patient outcome.

Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.